Event description:
The patient was revised to address complaint of extreme pain when weight bearing. X-rays looked good and cup was in great position. Surgeon thought cup was loosening. The cup popped right out. There was no evidence of any bony in-growth. **update** 01/24/2012 - litigation papers were received. Litigation alleged that the patient's device failed resulting in metal particles or ions entering the surrounding tissue causing a deterioration of the tissue and entering the bloodstream.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.